Manufacturer narrative:
The reported event of failure to extend the helix issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found that the helix was retracted. X-ray examination found the inner coil was over-torqued at the connector region, consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the reported issue. The cause of the reported event was isolated to the over-torqued inner coil.

Event description:
It was reported that the patient presented following implantation of a cardiac resynchronization therapy defibrillator (crt-d). After the implant, the physician was not satisfied with the patient¿s ejection fraction (ef) performance. The physician elected to attempt repositioning of the right ventricular left bundle branch pacing (rvlbp) lead. During the procedure, after removal of the lead, it was observed that the lead helix was no longer able to properly extend or retract. As a result, the rvlbp lead was explanted and replaced. The patient remained stable throughout the procedure.